Manufacturer narrative:
PMA/510(k) #: p050017/s002 and s003. (B)(4). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The patient underwent a stent implantation of superior mesenteric artery . After the delivery system advanced into the target location, the user try to pull back the handle to the hub to deploy the stent but the stent have not deployed and the surface of sheath peel off( see attached image.) Then the user removed the device and replaced another new stent with another type to finished the procedure successfully. Note: this file relates to (B)(4) that it is opened to capture the off-label use of the replacement device (use in the mesenteric artery). A section of the device did not remain inside the patients body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Are images of the device or procedure available? Yes. At what stage of the procedure did the complaint occur? Stent placement stage. Details of access sheath used (name, fr size, length)?j&j's guide catheter (8f mpa1 70cm). What was the target location for the stent? Superior mesenteric artery. Was the product inspected for kinks or damage before use? No. Was the device used percutaneously? Yes. Was the device flushed through both flushing port before the procedure, as per IFU? Yes, was pre-dilation performed ahead of placement of the stent? Yes, was post-dilation performed after the placement of the stent? N/a. Details of the wire guide used (name, diameter, hyrdophyllic)? Hpwa-35-260. Did the patient exhibit difficult or altered anatomy (if altered please specify how it is altered)? No. Was resistance encountered when advancing the wire guide to the target location? No. Was resistance encountered when advancing the delivery system to the target location? No. How did the physician deal with this resistance? N/a. Was the approach ipsilateral or contralateral? Ipsilateral. If contralateral, was the bifurcation angle steep? N/a. Did the tip of the delivery system cross the target location? Yes. Was the delivery system tracked around a tight angle in the patient anatomy? N/a. Was the delivery system damaged/kinked/twisted during deployment? No. Was the handle pulled towards the hub during deployment? Yes, was the delivery system pushed during deployment? No. Was the stent deployed smoothly / without resistance? No. If no, please detail any difficulty experienced during deployment: the sheath fail to pull back and the stent totally could not released. What artery was the stent placed in? Superior mesenteric artery. Was the stent fully deployed from the delivery system prior to removal of the delivery system? No. Did the patient have any pre-existing conditions? No. If yes, please specify: did the patient require any additional procedures as a result of this event? No. What intervention (if any) was required?n/a. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. Were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g. Kink)? No.

Event description:
Supplemental report being submitted due to the investigation being completed on 02-apr-2021. The patient underwent a stent implantation of superior mesenteric artery . After the delivery system advanced into the target location, the user try to pull back the handle to the hub to deploy the stent but the stent have not deployed and the surface of sheath peel off( see attached image.) Then the user removed the device and replaced another new stent with another type to finished the procedure successfully. Note: this file relates to (B)(4) that it is opened to capture the off-label use of the replacement device (use in the mesenteric artery). A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Are images of the device or procedure available? Yes, see attached photo. 2. At what stage of the procedure did the complaint occur? Stent placement stage. 3. Details of access sheath used (name, fr size, length)?j&j's guide catheter (8f mpa1 70cm). 4. What was the target location for the stent? Superior mesenteric artery. 5. Was the product inspected for kinks or damage before use? No. 6. Was the device used percutaneously? Yes. 7. Was the device flushed through both flushing port before the procedure, as per IFU? Yes. 8. Was pre-dilation performed ahead of placement of the stent? Yes. 9. Was post-dilation performed after the placement of the stent? N/a. 10. Details of the wire guide used (name, diameter, hyrdophyllic)? Hpwa-35-260. 11. Did the patient exhibit difficult or altered anatomy (if altered please specify how it is altered)? No. 12. Was resistance encountered when advancing the wire guide to the target location? No. 13. Was resistance encountered when advancing the delivery system to the target location? No. 14. How did the physician deal with this resistance? N/a. 15. Was the approach ipsilateral or contralateral? Ipsilateral. 16. If contralateral, was the bifurcation angle steep? N/a. 17. Did the tip of the delivery system cross the target location? Yes. 18. Was the delivery system tracked around a tight angle in the patient anatomy? N/a. 19. Was the delivery system damaged/kinked/twisted during deployment? No. 20. Was the handle pulled towards the hub during deployment? Yes. 21. Was the delivery system pushed during deployment? No. 22. Was the stent deployed smoothly / without resistance? No. 23. If no, please detail any difficulty experienced during deployment: the sheath fail to pull back and the stent totally could not released. 24. What artery was the stent placed in? Superior mesenteric artery. 25. Was the stent fully deployed from the delivery system prior to removal of the delivery system? No. 26. Did the patient have any pre-existing conditions? No. 27. If yes, please specify: 28. Did the patient require any additional procedures as a result of this event? No. 29. What intervention (if any) was required? N/a. 30. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. 31. Were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g. Kink)? No.

Manufacturer narrative:
PMA/510(k) #: p050017/s002 and s003. Annex g: g04122 - stent. Device evaluation: this file investigates the reported event of ¿off label use of second complaint device¿. The ziv6-125-6-6.0 device of lot number c1625881 involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review: prior to distribution ziv6-125-6-6.0 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for ziv6-125-6-6.0 of lot number c1625881 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1625881. It should be noted that the instructions for use (ifu0041-7) states the following: ¿intended use the product is intended for use in the iliac arteries for the following treatments: ateriosclerotic stenosis. Total occlusions that have been recanalizated.¿ there is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause of off-label use was identified from the available information from the information provided it is known that the device was used in the superior mesenteric artery (sma) as per the IFU, the device is intended for use in the iliac arteries. It is not possible to state how the device will perform when used outside of its validated state. Summary: the complaint is confirmed is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.